Manufacturer narrative:
It was reported that this device was retained by the explanting hospital and it is unknown if it will be returned for analysis. As no further informationconcerning this report is expected, our investigation is complete. This investigationwill be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted the header was intact. Microscopic visual inspection noted the v- seal plug was torn and the a+ retainer ring was bent upward. The damage to the v- seal plug and the a+ retainer ring is consistent with damage caused by the explant procedure. All setscrews moved freely and operated appropriately. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device experienced syncope. It was suspected that the device header was loose. Therefore, the patient's system was explanted and a new system was successfully implanted. It was noted that during the explant procedure, this device header was not observed to be loose. However, the cause of the patient's syncope was not ascertained. No other adverse patient effects were observed.